Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent was implanted during a stenting procedure on (B)(6) 2012. According to the complainant, the indication for the procedure was palliative treatment for a stricture caused by pancreatic cancer. Reportedly the patient began chemotherapy treatments in (B)(6) 2012 but did not receive any chemotherapy or radiation therapy after this procedure. The wallflex enteral duodenal stent was implanted with its proximal end at the duodenum bulb, and the distal end at the descending part of the duodenum. Additionally an unknown metal biliary stent was also implanted during the procedure. On (B)(6) 2012 the patient experienced abdominal pain, fever, and elevated c-reactive protein (crp) levels. Fluoroscopy and CT scan was performed and a perforation was identified at the duodenum bulb. In the physician's assessment, wallflex enteral duodenal stent the may have touched the duodenum bulb contributing to the perforation. Reportedly the stent was left implanted and the patient received treatment for the perforation. Details of the treatment provided could not be ascertained. The patient's current condition is stable and under observation.

Manufacturer narrative:
The complainant indicated that the device was left implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.